Event description:
When the guiding catheter was introduced in the pt, the physician injected the contrast medium and, under fluoroscopy, it was noted that the catheter had a hole in the body. Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return fo the device for analysis, the complaint reported by the customer cannot be confirmed. Based on the available info, it is not possible to determine what clinical factors may have contributed to this event.